Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a partial separation of the distal shaft and the collar. Inspection of the rest of the device found no other damage or irregularities.

Event description:
Reportable after device analysis completed on (B)(6) 2019. It was reported that the catheter failed to cross the lesion. The target lesion was located in the coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla could not cross the lesion after many attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a partial separation of the distal shaft and the collar.